Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated the patient experienced fall and was revised due to left hip proximal femoral fracture and femoral shaft fracture. The stem was found subsided and loose. Two cerclage were placed provisionally around the fracture. Some wear was identified in the liner. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
Concomitant medical products: 00771101000 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset 61123191, 00801803202 femoral head sterile product do not resterilize 12/14 taper 61232573, 00620205222 shell porous with cluster holes 52 mm 61225349. A review of medical records and x-rays images were assessed. Xrays provided were at 3 months, 1 year, and 2 years post op. The images were read as normal findings. DHR was reviewed and no discrepancies were found. The new information reported does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01248. Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset, item #00771101000, lot #unknown; item #00801803202, femoral head sterile product do not resterilize 12/14 taper, lot#unknown; item #00620205222, shell porous with cluster holes 52 mm lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total hip surgery. Subsequently, the patient experienced a ground level fall resulting in peri-prosthetic fracture(s) approximately 9 years after. During the revision procedure, it was noted the stem was subsided and grossly loose. Polyethylene liner wear was also noted. Additional information was requested, however none was available.